Event description:
Customer reported fast battery drain of their freestyle flash blood glucose monitoring system. The meter was replaced. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been received. Post investigation, a report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.